Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced post-procedure hypoxia. No information regarding treatment rendered was provided. The biopsied lesion was 2.8 cm in the right upper lobe. A 21g flexision needle, compatible forceps and a cytology brush were used during the procedure. Biopsy results found malignant adenocarcinoma. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) made multiple attempts to obtain additional information; however, there was no response received.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available. This complaint is being reported due to the following conclusion: it was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced post-procedure hypoxia.